Event description:
It was reported that they were tried to initiate therapy and arctic sun device alarmed probe out of range. Advised to verify connection of probe to cable and cable to the device. Patient temperature (pt) registered at 37c, and they were able to begin cooling to 36c. Advised to call back with any additional questions or concerns. Per customer via phone on (B)(6) 2024, it was reported that therapy was completed on the 70 year old female without any impact. They turned the device on and off and switched multiple cords attached to the unit could not remember which ones specifically. After doing this, the issue was resolved. The device did not go to biomed and would not be sent for evaluation. If sample was received record would be updated.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were tried to initiate therapy and arctic sun device alarmed probe out of range. Advised to verify connection of probe to cable and cable to the device. Patient temperature (pt) registered at 37c, and they were able to begin cooling to 36c. Advised to call back with any additional questions or concerns.